Manufacturer narrative:
(B)(6). (B)(4). Location : hospital,neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the balloon ruptured when cement was injected on it's contra lateral side. The rupture occured during deflation, pressure and volume prior to rupture being 425 psi and 3 c.c respectively. No patient complications were reported due to this event. It was also reported that the patient was not allergic to the contrast media.

Manufacturer narrative:
Additional information: product analysis: visual and optical examination of the ibt balloon identified a small pinhole puncture near the distal peak of the balloon. The location, nature and timing of the balloon puncture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.